Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient called the hospital physician because of a driveline communication fault advisory alarm on the system controller. The patient was asymptomatic and was admitted to the clinic. The alarm was cleared from the monitor and did not return, and the system controller passed a self-test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the log file. A review of the submitted log file spanned approximately 2 days ((B)(6) per time stamp). The driveline comm fault alarm was active throughout the entire log file without any corresponding controller faults. The initial activation of the alarm was overridden by new events. This alarm was not associated with any motor speed, calculated average flow, or calculated average pi changes. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned modular cable, lot 7556461, was not connected to a test loop due to the presence of fluid ingress, and so the reported event was not reproduced. All the inline connector pins contained corrosion which would cause a driveline communications fault alarm. The modular cable wires were tested for conductor breakdown, the cable passed all tests without issue. Additional information provided on (B)(6) 2022 stated that the exchange resolved the alarms. The root cause for the reported event was due to corrosion in the inline connector. Incidental finding: breached red power b wire. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline communication fault first appeared on (B)(6) 2022. The alarm recurred on (B)(6) 2022, and on (B)(6) 2022 the patient's modular cable was exchanged. After the exchange, there were no further alarms.